Event description:
It was reported that during a mitral valve repair procedure that the catheter could not be inserted into the introducer supplied with the catheter. Another catheter was then tried and also could not be inserted. An introducer from a sinus catheter kit, which is larger, was obtained and used with another vent catheter in the case. There was no adverse pt consequences as a result.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received; however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. This is one of two medwatch reports being submitted. The same pt is represented in each medwatch. See 2210968-2008-00174 for the other medwatch.